Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 8fr foley catheter was placed and then it was noticed there was an opening at the base of the catheter that leaked the fluid from the balloon. The balloon was unable to be inflated because of this and needed to be replaced. They need a biohazard box for the return of product. There was a hole in the foley causing fluid to leak and not allow the balloon to inflate.